Event description:
It was reported that while direct stenting a lesion in the lad (contrary to IFU), the distal end of the stent was observed to be flared outward on one side, and appeared to be larger than the rest of the stent. A focal edge dissection was observed at the distal end of the stent. The dissection was treated by deploying a second stent within the first stent; the second stent extended slightly from the distal end of the first stent. No further treatment was required and the pt is reported to be doing well as of the date of this report.